Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "the right side device was imploded with intracapsular overflow of silicone gel material". Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: 5 the device related to the reported event of rupture was received on nov 04, 2022, with lot number 3022897. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, posterior device on posterior side assessed, as surgical impact opening (shell thickness was within specification). Additional observations: stress marks observed, wear abrasion observed. No further actions are required, as the device was implanted.

Event description:
Physician reported, "the right side device was imploded with intracapsular overflow of silicone gel material". Device has been explanted and replaced with a non-allergan device.